Manufacturer narrative:
Continuation of d10: product ID {evolutfx-26}; product lot/serial number(B)(6) product type: {0195-heart valves}; implant date (B)(6) 2024 explant date {n/a}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a minimum vessel diameter of 3.6 mm, an 18.5 fr introducer sheath was inserted into the right lower limb access site, but could not be advanced past the common iliac artery. The wire was exchanged; however, the sheath still did not advance. The procedure continued with 20 cm of wire left outside of the body. Following valve placement, upon angiographic evaluation of the access vessel, an anterograde dissection of the common iliac extending more than 10 cm from the entry point was observed. Two stents were placed to treat the dissection. Subsequently, it was noted that the percutaneous suture at the puncture site was caught on the posterior wall. A surgical cut-down was attempted to remove it, but this was unsuccessful and a venous patch was applied instead. Following patching, vessel stenosis occurred, and no blood flow was observed from the puncture site to the distal end. A wire was inserted from the distal end and a balloon dilation was performed. Subsequent angiography revealed additional bleeding from the stent placement site. Additional treatment was performed by placing a third stent. No additional adverse patient effects were reported.

Manufacturer narrative:
Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a minimum vessel diameter of 3.6 mm, an 18.5 fr introducer sheath was inserted into the right lower limb access site, but could not be advanced past the common iliac artery. The wire was exchanged; however, the sheath still did not advance. The procedure continued with 20 cm of wire left outside of the body. Following valve placement, upon angiographic evaluation of the access vessel, an anterograde dissection of the common iliac extending more than 10 cm from the entry point was observed. Two stents were placed to treat the dissection. Subsequently, it was noted that the percutaneous suture at the puncture site was caught on the posterior wall. A surgical cut-down was attempted to remove it, but this was unsuccessful and a venous patch was applied instead. Following patching, vessel stenosis occurred, and no blood flow was observed from the puncture site to the distal end. A wire was inserted from the distal end and a balloon dilation was performed. Subsequent angiography revealed additional bleeding from the stent placement site. Additional treatment was performed by placing a third stent. No additional adverse patient effects were reported. Additional information was received that per the physician, the cause of the injury was the non-medtronic introducer sheath; however, the delivery catheter system also caused or contributed to it. Additionally, the patient¿s anatomical structure of the common iliac in which the lumen was narrowed due to tortuous and calcified anatomy was also noted to contribute to the injury. The injury occurred at the time of removal. No additional adverse patient effects were reported.